Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy but the product was not used on the patient. The device was assembled and all status indicator lights were green. The surgeon then tried to close the jaws, however they would not close. The status indicator lights were still green. Another device was used to complete the procedure. No patient injury or extension in surgical time. Patient status is no problem.